Manufacturer narrative:
The customer did not provide a lot number or return any product for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible. No corrective action required at this time.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(4)2014, patient inratio: 1.3, doctor's inratio: 3.3. Time between tests: 25 minutes. Therapeutic range: 2.5-3.5.